Event description:
It was reported that during an unknown procedure, it was impossible to reload the cartridge. The stapler was delivered with the blade a little advanced. It was impossible to place the first reload without the first staples row moving forward. The stapler was blocked when the reload was positioned. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): knife advanced into anvil. The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. During inspection, the device was unable to be closed since the knife was too far forward when the jaws were closed. The knife then blocked the anvil from closing. It is not known at this time why the knife was too far forward when the jaws were closed. No functional test was performed due to the condition of the device. While no conclusion could be reached as to may have caused the knife to advance, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.